Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted. Patient had a PICC line and is currently on antibiotics.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was diagnosed with (B)(6) and was admitted to the hospital. There was a little drainage at the ipg site. The patient was put on IV antibiotics. The infection has not yet resolved.

Event description:
Additional information revealed that the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.